Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant products: 5594 implantable pacing lead: (B)(6) 2008. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) in less than five years and did not meet expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.